Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section of the stent lifted and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09 nov 2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right artery. The 65% stenosed, 30mm x 2.75mm, concentric, de novo target lesion containing a <=45 degrees bend was located in the mildly tortuous and moderately calcified right coronary artery. The lesion was pre-dilated with 2.5 x 15 unspecified balloon catheter resulting to 55% residual stenosis. Following pre-dilation, a 2.75 x 32 synergy drug-eluting stent was advanced but failed to cross lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.